Event description:
Additional information received reported that the patient was still having concerns with her device or therapy and was working with the doctor or manufacturer representative. The patient had appointment scheduled for (B)(6) 2013. The patient reportedly still had pain and now her legs stiffen up and she could not rub them out. It was also stated that it ¿hurt badly around the box.¿ the patient was recharging for 3+ hours, twice a week. The patient mentioned that she needed her box readjusted. If the patient turned it up to high, it hurt her stomach. It was also mentioned that the patient had two more surgeries.

Event description:
Additional information reported that the cause of the event was unknown. It was noted the event was attributed to the recharger. No abnormal impedance measurements. No surgical intervention occurred. It was noted that the device would not be returned. It was reported that the patient was reprogrammed on 2013 (B)(6) and in (B)(6) 2013. A new recharging unit was given on 2013 (B)(6). No problem had been reported since the change. Symptoms associated with the event were listed as burning of skin at the site of recharger. The patient was not hospitalized and no injury occurred.

Event description:
It was reported that there was a warm feeling at the device pocket. The reporter stated that about six months after implant, the patient started experiencing heating/a warm feeling at the device implant site. It was reported that the skin around the implant got red and itchy. It was noted that after the implant the patient noticed a corner of the device was sticking out, and currently she felt like the top of the device was sticking out. It was reported that the implant site was very sensitive, and when the patient sat in a chair she had to put a pillow on her back. It was noted that the patient was sick "a while ago" and was told she was dehydrated and her body temperature was too high. The reporter stated that it was harder for the patient to find the implant with her recharger, and the patient felt that the device was at an angle. It was noted that the patient had an appointment scheduled with her health care provider on (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the 'too hot' error message was received while recharging. It was stated that the error appears approximately 1.25 hours into a recharge. It was further stated that recharging 'burns,' so the patient would normallyrecharge over a t-shirt or 'sweats' and leaned against a pillow. The "hot burning" while recharging had been happening for the past 6 months. It was noted that the patient usually had a 'high core temp.' The patient was instructed to use a light t-shirt, not to lean against a pillow to allow more air flow, and to stop recharging after 45 minutes to allow the system to cool down. The patient had a follow-up appointment with her managing physician on b)(6) 2013.

Event description:
Follow up from the health care provider reported the cause of the event was the implantable neurostimulator (ins) placement was in a 'bad' location for the patient. It was noted there was poor surgical placement of the ins for the patient and the ins kept catching on the patient's waistline of their pants. X-rays were taken and the lead placement was okay, no migration noted. There were no high impedances. Symptoms included increased warmth at the ins site. Surgical intervention had not occurred yet. It was noted there was no injury to the patient and no hospitalization was required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).